Event description:
As reported, a saber pta balloon catheter was inflated to rated burst pressure, however, it seemed to leak air and the pressure descended to 10 atmospheres (atm). There was no reported patient injury. Another saber pta was used to complete the procedure successfully. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was prepped per the instructions for use (IFU). The device prepped normally. There were no anomalies noted during or after the device was prepped. This was a vaivt case. The intended target lesion was the anastomotic portion which was stenosed. Vessel tortuosity was moderate but most of the anastomotic part has acute angulation and 90 percent stenosed. The contrast to saline ratio was 1:1. A non-cordis indeflator was used for inflation. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There was no unusual force used at any time during the procedure. The saber pta was inserted for the anastomotic part which was stenosed. When the pressure in the balloon descended, it was removed from the patient and the physician inflated but the same issue occurred. There are no cd¿s or films available for review. Additional procedural details were requested but are unknown.

Manufacturer narrative:
A saber pta balloon catheter was inflated to rated burst pressure; however, it seemed to leak air and the pressure descended to 10 atmospheres (atm). There was no reported patient injury. Another saber pta was used to complete the procedure successfully. The intended target lesion was the anastomotic portion which was stenosed. Vessel tortuosity was moderate but most of the anastomotic part has acute angulation and 90 percent stenosed. The device was stored and handled per the instructions for use (IFU). There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. The device was prepped per the instructions for use (IFU). The device prepped normally. There were no anomalies noted during or after the device was prepped. This was a vaivt (vascular access interventional therapy) case. The contrast to saline ratio was 1:1. A non-cordis indeflator was used for inflation. The same indeflator was used successfully with other devices. There was no difficulty tracking the catheter through the vessel or lesion. The catheter was not torqued against resistance. The catheter was not re-shaped by the user. There was no unusual force used at any time during the procedure. The saber pta was inserted for the anastomotic part which was stenosed. When the pressure in the balloon descended, it was removed from the patient and the physician inflated but the same issue occurred. Additional procedural details were requested but are unknown. The product was returned for analysis. One non-sterile unit of a saber 4mm x 10cm 90cm balloon catheter was returned for analysis coiled inside a plastic bag. Per visual analysis, the device was noted to have been previously inflated and a cracked condition was noted on the hub. No other anomalies were found. Per functional analysis a balloon inflation test was performed. Water was applied to the inflation lumen of the catheter using a lab sample syringe and the liquid could not flow through the inflation lumen up to the balloon due to a leakage in the hub of the saber caused by the cracked condition present in the hub. Per microscopic analysis, the hub of the unit did not reveal a cause of the cracked condition. Per sem analysis the crack passed through the full wall thickness of the hub. A transversal view of the fractured section of the hub showed a fracture pattern that reveals evidence of plastic deformations along the fractured surfaces of the hub, commonly found on tensile fractured surfaces. In this case, a likely applied stress caused material fatigue with an axial tension or compression. No other anomalies were found during sem analysis. A product history record (phr) review of lot 17587681 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon leakage - during positive pressure¿ was not confirmed through analysis of the returned device. However a cracked luer hub was confirmed during analysis. This condition may mimic a balloon leakage as the loss of pressure would prevent a normal balloon inflation. The exact cause of the event could not be determined during analysis. Based on the information available for review, procedural or handling factors may have contributed to the event as evidenced by a fractured pattern associated with an applied stress or force axially which exceeds material tensile strength noted on the fractured surface during analysis. According to the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. Deflate the balloon by pulling vacuum on the inflation syringe or inflation device.apply negative pressures to the balloon for about 30 - 85 seconds until the balloon is deflated. Remove the vacuum (do not apply pressure) and carefully withdraw and remove the catheter. Note: gentle counterclockwise rotation of the balloon may ease withdrawal from the sheath or from the percutaneous entry site. If the balloon cannot be withdrawn through the sheath, withdraw the catheter and sheath as a unit.¿ neither the phr review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 17587681 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber pta balloon catheter was inflated to rated burst pressure, however, it seemed to leak air and the pressure descended to 10 atmospheres (atm). There was no reported patient injury. This was a vaivt case. The saber pta was inserted for the anastomotic part which was stenosed. When the pressure in the balloon descended, it was removed from the patient and the physician inflated but the same issue occurred.